Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 377 mg/dl. The customer resolved the issue by changing the cartridge and tubing of the infusion set and continued their insulin routine.